Event description:
Distributor requested repair of an ambulatory infusion pump due to a "no disposable attached alarm". No patient details were provided.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis. The customer's reported problem was "alarms no disposable, pump won't run". Visual inspection found the pump to be in damaged condition with a cracked front and rear housing and a missing nub. Inspection of the pump's event log indicated no evidence of the reported problem. Visual inspection revealed the nub on the downstream sensor was missing. This would cause the pump to alarm "no disposable". The downstream sensor was replaced. The damaged front and rear housing were replaced. What caused the reported problem was the missing nub on the downstream sensor. Who caused the reported problem is unknown.